Event description:
Same case as MDR# 2134265-2008-02944. It was reported that during a peripheral interventional procedure, a balloon catheter froze on the guidewire. The lesion was located in the superficial femoral artery (sfa) below the knee. The tortuosity is unknown. The percent stenosis and level of calcification are unknown. "The physician tried to track the sterling 4.0x20/135mm balloon over the 0.18 thruway guide wire but was unsuccessful. The balloon stopped about midway up the catheter." The physician removed both devices. The procedure was ended successfully. Attempts to obtain additional information were unsuccessful. No patient injuries or complications were reported. The patient's status is reported as "fine."

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information from that review, a supplemental medwatch will be filed.